Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 had failed at the station. A field service engineer found that the row board cable had oxidized, preventing it from making proper contact with the drawer board. The engineer then reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 3.2 failed, which resulted in an error indicating that the device was not detected on the communication bus. Additionally, all cubies within the drawer failed and could not be recovered. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, which resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.